Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was testing in settings mode. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter issue began on (B)(6) 2015 at 8:00am. The patient informed the csr that she manages her diabetes with oral medication, diet and exercise and claimed she exercised in response to the alleged issue. The patient reported that on (B)(6) 2015 at 8:05am, 2 weeks after the alleged issue started, she developed symptoms of ¿headache, fatigue and hunger¿. The patient claimed she treated herself with ¿aspirin¿ in response to the symptoms. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time. The csr educated the patient on the correct testing procedure and walked the patient through a retest. The alleged meter issue was resolved. Patient refused replacement of products. This complaint is being reported because the patient reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.